Manufacturer narrative:
Sc-2316-70 sn (B)(4): the complaint has been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 32 cm from the distal end. X-ray inspection confirmed 7 cables were fractured (electrodes 1-2, 4, 8-10, 16). There are no exposed cables at the clik site fracture. The fractured cables resulted in loss of stimulation and high impedances. Sc-2316-70 sn (B)(4): the complaint has been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 32 cm from the distal end. X-ray inspection confirmed 9 cables were fractured (electrodes 2 ,5-8, 12-15). There are no exposed cables at the clik site fracture. The fractured cables resulted in loss of stimulation and high impedances. Sc-3400-30 sn: (B)(4): the complaint was not confirmed. Visual/x-ray inspections and impedance test of the lead extensions revealed no anomalies. Sc-4316 ln 19266042: the clik anchor has torn eyelet with missing silicone material. All silicone was removed from the patient.

Event description:
A report was received that the patient was experiencing ineffective therapy. An impedance check revealed high impedances on both leads. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model #: sc-4316, lot #: 19266042, description: next generation anchor kit-sterile. Additional information was received that the physician explanted the leads and lead splitters due to suspected malfunction at the lead splitter. The physician noted that the impedances would change if the lead splitter was touched in the patient's back. It was in a separate pocket to the ipg and was laid horizontal.

Event description:
A report was received that the patient was experiencing ineffective therapy. An impedance check revealed high impedances on both leads. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-70, serial # (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that the patient was experiencing ineffective therapy. An impedance check revealed high impedances on both leads. The patient will undergo a lead replacement procedure.